Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. The customer has changed their set as a precaution. The customer declined to troubleshoot. Customer's blood glucose was unknown. No additional information provided.